Event description:
The olympus sales representative was informed by the user facility that the customer high frequency electro-surgical generator unit reportedly has a ¿e433¿ error code during inspection before use. No death, injury or harm was reported. The unit will be returned to olympus service.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was not confirmed as no e433 error occurred during testing. It was recommended the software be upgraded to the latest version. A review of the repair history shows the unit was last serviced via repair in december 2018 - the unit displayed an intermittent error, e172. The low voltage power supply board and connection cable were replaced. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold in november 2016. The root cause of the reported e433 error could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional findings for the device evaluation. The device evaluation found minor scratches on the housing and front panel as well as minor dents on the front panel. The software update was performed but was not due to a device defect. Although the error 433 was not duplicated during device evaluation, if was found in the error log. Olympus will continue to monitor the field performance of the device.